Manufacturer narrative:
(B)(4): the meter passed all testing with no faults found, the complaint was not confirmed. If lifescan recieves additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/ reporter contacted lifescan (lfs) on behalf of the patient (her son) alleging his onetouch ping meter was reading inaccurately compared to the same meter and compared to another meter. This complaint was classified using the customer care advocate (cca) documentation. The reporter stated on (B)(6) 2012 at 1pm, readings of "308, 108 and 181mg/dl" were obtained on the lfs meter. Based on statistical methodology, the calculated difference of the results exceeds the expected value of <=20mg/dl or <=20%, taken within 20 minutes of one another. The reporter stated the patient uses insulin pump therapy to manage his diabetes. The reporter stated there were no changes made to the patient's usual diet, activity level or medications on the day of the alleged issue. The reporter stated a reading of "174mg/dl" was obtained on (B)(6) 2012 at 1:30pm on another meter. Based on statistical methodology, the calculated difference of the results exceeds the expected value of <=30mg/dl or <=30%, taken within 30 minutes of one another. The reporter stated at 2:30pm on the day of the alleged issue, the patient developed symptoms of "shaky and sweaty." The reporter stated between 2:30-2:45pm, the patient was given glucose tablets or gel to relieve his symptoms. At the time of troubleshooting, the cca determined that the patient was using an approved sample site to obtain the samples, and the meter was in the correct unit of measurement at the time of testing. The patient's testing steps were correct. The patient's test strip via and test strips were found to be in good condition. However, when a control solution test was run, the result was within the recommended range. The meter involved in this complaint has been returned to lfs and evaluated by product analysis on (B)(6) 2012 with the following findings: the meter passed all testing with no faults found, the complaint was not confirmed.this complaint is being reported because the reporter claims, due to the alleged issue, the patient developed symptoms suggestive of hypoglycemia and required treatment from a third party.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.